Event description:
The spline key which links the vertical brake splined hub and the vertical motor shaft worked its way loose. This meant the splined hub disengaged from the shaft. The vertical motor shaft was free to spin and weight of bed, and pt caused the couch to move down vertically. The pt was not injured.

Manufacturer narrative:
This event occurred after a field service engineer replaced the brake assembly in the couch with a new style brake. Investigation of the event identified that a longer shaft key is needed for the field replacement brake assembly. A new shaft key is being implemented to make the field replacement brake assembly more robust. Replacement parts have been upgraded with a longer shaft key to prevent recurrence. Field service engineers will be sent to all accounts that have had a brake replacement with the new style brake assembly for inspection and installation of the longer shaft key. This issue is associated with customer complaint and is tracked. MDR 1525965-2007-00028 documenting a similar issue was submitted to the FDA on 11/07/2007. This MDR was filed on 2/1/2008.